Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets had holes in them. The following information was provided by the initial reporter: "they also told me today that they are having some with holes in them".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jan-2023. H6: investigation summary a complaint of samples being assembled without a roller clamp and having holes was received from the customer. Two samples were received for investigation. Through visual inspection, the customer complaint of misassembly was confirmed on one sample. The roller clamp was missing. The other set was primed and infused with no issues or defects observed. Component damage could not be confirmed. A device history record review for model 42502e lot number 22069211 was performed. The search showed that a total of (B)(4) units in 3 lot number were built on 14jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the defect "component damage - leak" no being able to be replicated, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets had holes in them. The following information was provided by the initial reporter: "they also told me today that they are having some with holes in them".